Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. On event date the pt presented with back and right leg pain after using a treadmill. The physician prescribed an MRI which showed a new disc herniation at a level above previous surgery site. Physician prescribed therapy and an epidural block as treatment. The investigator noted this event as moderate in intensity. The condition is noted as continuing with treatment. The investigator noted "intercurrent illness" as a possible cause for the event.